Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered safety mode. Technical services was consulted and recommended device replacement at the earliest opportunity, taking into account the potential response of the patient to unipolar sensing to determine an appropriate timeline. This device remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker entered safety mode. Technical services was consulted and recommended device replacement at the earliest opportunity, taking into account the potential response of the patient to unipolar sensing to determine an appropriate timeline. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up on corrective actions. If information is provided in the future, a supplemental report will be issued.